Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleged lump on his hip. After review of medical records, patient was revised to addressed infection. Upon incision was made there was a significant amount of purulence, pus and necrotic material under pressure that did shoot out once the incision was open. At the down level of fascia lata and gluteus fascia there were fairly large at least thumb sized holes in the fascia that when palpated went all the way down to the joint. There was extensive amount of scar membrane and granulomatous formation on both of these communication. Added height and weight of patient. Doi: (B)(6) 2005; dor: (B)(6) 2011; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. In addition to what were previously alleged, ppf alleges infection. Added stem, cup, and apex hole to capture new allegation. Doi: (B)(6) 2005; dor: (B)(6) 2011; (left hip).